Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection, implant exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, implant exposure.

Event description:
Healthcare professional reported "cysts, oval hypoechoic circumscribed masses, and bid-rads category: 3". Healthcare professional later reported "infection + implant exposure". This record is for the right side. The device was explanted.